Event description:
It was reported that the bottom jaw broke off in patient during an unspecified spinal surgery and all pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. The inferior shaft is broken at the centerline of the lower pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.